Event description:
Discrepant hemoglobin results reported. Two patient examples provided: patient 1, initial result >20 g/dl, repeated (different methodology) gave 16.2 g/dl. Patient 2, initial result >20 g/dl, repeated twice gave >20 g/dl and 15.1 g/dl. No info provided to determine if results were used to guide therapy. If add'l info is received, appropriate notification will be provided.